Manufacturer narrative:
Additional information: product analysis: further analysis determined that a new modified main board and liquid crystal display (lcd) were placed in the epg. The epg then passed all tests without any visual or electrical anomalies and conformed to specifications. Correction: h6. Eval code result (fdr/annex c). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis: further investigation was performed on the external pulse generator(epg) printed circuit board (pcb) following testing on the automated test system the pcb passed all testing. The pcb was found to be working correctly. Correction: fdr code h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) failed and stopped during testing after battery removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during man ufacturer¿s analysis. There was no patient involvement.